Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed episodes of right ventricular over-sensing. Physician assistant decided to monitor the patient until next in clinic visti.

Event description:
New information noted that patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator continued over-sensing. Programming changes were made to resolve over-sensing. Patient remained asymptomatic throughout event.